Event description:
During a cholecystectomy procedure, after 5 times, no function. Display shows instrument error. Took new instrument. No further information is available. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade scratched, hot spot and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. An error code 5 was noted. The indentified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use." (510(k)#k990362)